Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined through this evaluation. The submitted log file captured data spanning from (B)(6) 2020 08:14:35 through (B)(6) 2020 09:10:29, per the timestamp. The file captured a pump stop on (B)(6) 2020 04:25:03-04, leading to low flow and low speed events as well. The pump-stop occurred while the patient was supported by the power module. No other atypical events were captured. The issue was monitored to blend the necessity of safety and the patient¿s desires. They were given an ungrounded cable to be used with their power module. The patient was discharged home and has not reported any additional pump stoppages. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous external driveline repair reported under MFR number: (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient appeared without issues. Upon interrogation of the device, a pump stoppage, low speed, and low flow were found on (B)(6) 2020. The patient stated that the wires were kinked underneath her while sleeping. She was able to untangle the wire and the alarms stopped. The patient had a history of pump stoppage on (B)(6) 2019 with external driveline repair ((B)(4)). The prior driveline repair did remove some driveline damage. It was possible that another driveline issue was beginning to develop although there is not much log file evidence. A percutaneous lead repair is not possible because the driveline from exit site to the end of the repair was 6 inches. The repair site would be 4 inches long so that would leave 2 inches of original percutaneous lead. The patient was sent home and had not reported any additional pump stoppages. The patient was given an ungrounded cable to be used with the power module. The issue was being monitored.